Manufacturer narrative:
Analysis confirmed the reported issue; the output connector assembly was broken. The display wire was pinched, and the insulation was compromised. It was also noted that the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port of the external pulse generator (epg) had connector damage. As a result of the damage, cables would not insert and latch properly. The epg has been returned for service. There was no patient involvement.